Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill tip fractured while drilling the pilot hole and about a 5mm drill tip remains in the body. The surgeon plans to remove the drill tip at least a month after the bone has healed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned twist drill. The drill shows sings of use including marking on the drill body. The drill has fractured where the drill flutes meet the drill base. The complaint is confirmed. A determination cannot be made as to what caused the drill to fracture. Review of the cert identified no deviations or anomalies during manufacturing. The supplier DHR was not requested because the raw material certificate showed material is conforming to specification and no problems were found after the return of the devices. The DHR was not reviewed as zimmer lot is for packaging purposes only and the complaint is not related to a packaging related issue. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: metallic plate fixation of the left orbital floor is noted and a small drill tip fragment is present at the medial orbital floor. Additional plates and screws are present. No displacement of the fractures is seen and alignment of the post-operative facial bones appears anatomic. Bone quality appears unremarkable. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, d9, g3, g6, h2, h3, h4, h6 and h10. Correction is in section d4.

Event description:
No further event information is available at the time of this report.